Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the pressure tubing line broke at the connection with the vamp during use. Reportedly, there was no harm to the patient.